Event description:
A (B)(6) informed the manufacturer of a heated humidifier failure reported by a customer. The failure was reportedly associated with a burning odor and flashing indicators on the humidifier. No patient or user harm or injury was reported.

Manufacturer narrative:
The heated humidifier and a continuous positive airway pressure (CPAP) device it was being used with at the time of the failure were returned to the manufacturer for evaluation. Through a physical examination, it was concluded that the three voids in the heated humidifier housing were caused by a failure that involved the heated humidifier printed circuit assembly (pca). The housing of the associated continuous positive airway pressure (CPAP) device was found to be deformed in an area directly above a void in the humidifier housing. There was no evidence of a failure within the CPAP that would have generated the heat required to cause the thermal damage observed. Testing of the CPAP device to confirm it operated to specifications could not be performed due to its damaged state; however, the only internal evidence of a thermal event within the unit was the deformation to the bottom enclosure mentioned previously. It is concluded that the CPAP device was only passively involved in the reported event, and was not a cause or contributing factor in the humidifier failure. The CPAP device is, therefore, listed as a concomitant medical product in this report. An internal examination of the heated humidifier device revealed thermal damage to its printed circuit assembly (pca). The thermal damage to the pca was isolated to an area proximal to its j3 connector assembly. One of the three voids in the device's housing was directly above (upper housing void) and the remaining two directly below (lower housing void) the failed pca j3 connector. Based on these proximities and a visual examination of the failure, it is concluded these voids were caused by the failure involving the j3 connector assembly. It is further concluded that the device's (B)(4) flame retardant rated housing was effective in minimizing the involvement of the device's housing in the thermal event. The size of one of the voids in the device's lower housing was sufficient to allow contact with electrical components on the pca. However, the voltage level of the device is 12v dc, and by design does not pose a significant shock hazard to the user. Based on the investigation results available at the time of this submission, the manufacturer believes the problem associated with this MDR report is an issue they have previously identified, investigated and reported to the us FDA (agency). This report to the agency was made in accordance with 21 cfr, part 806, in a (B)(6) 2009 communication to the (B)(6) recall coordinator titled "remstar heated humidifier system, report of correction" (z-1260-2009). The manufacturer will file a follow-up report when their investigation is completed.